Event description:
It was reported an unknown quantity of unspecified access tubing sets triggered an alarm on an unknown infusion pump. A downstream occlusion alarm triggered when the upper y-site kinked due to the weight of the non-baxter closed system transfer device. An upstream occlusion alarm occurred when ¿only fluid remained in the drip chamber.¿ the event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.